Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed hb1c results is user error. The account failed to input the correct lot specific scalers for the lot of hb1c reagent. The falsely depressed results were caused by using incorrect scalers and the issue was resolved by entering correct scalers and verifying with qc. The hb1c method uses an additional parameter called scaler values. These values are polynomial equation factors that have been determined for hb1c in order to provide the best correlation to the hba1c reference methodology. This feature was communicated to customers with the launch of hb1c ((B)(4)) in the hb1c kit supplement. Siemens healthcare diagnostics inc. Issued an urgent medical device correction in august 2012 to reinforce instructions to customers to enter and verify scalers with every calibration of new hb1c flex(r) reagent cartridge lots and with each recalibration of the same flex(r) lot. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A group of falsely depressed hb1c results was obtained on qc and patient samples. The results were reported to the physician. The results were eventually questioned and it was determined that incorrect method scalers had been in use for a period in which 10 patient results had been reported. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed hb1c results.